Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter, email and phone#), e2, e3, g2, g3, g6, h2, h6(problem code), h10, h11.

Event description:
It was reported that during a routine check by the end user, the cardiosave intra-aortic balloon pump (iabp) unit constantly fail leak test and was unable to charge after pulling out the cable about 2.5 meter, then no ac led light. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: d4(unique identifier (UDI)#), e1 event site name due to character limitation in e1 for event site name, the full event site name is tan tock seng hospital pte ltd. A getinge field service engineer (fse) was dispatched at the onsite for checking the machine and it was being found that the safety disk check fail and safety disk is being due for change (over 6 million cycles). Also, fse found that the power cable at middle has wire (n) which is being under the open issue. After the study of machine usage statistics, it was being recommended to replaced the compressor/pressure filter/vacuums filter because the machine run time is over 5k hours. After that fse had replaced the (0202-00-0140) assembly, safety disk and reel, ac power cord (d012-00-1688-24) onsite and tested the working condition which is ok and esa test passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit constantly fail leak test and unable to charge once it is pulled to a certain length.